Event description:
The device was used during a low anterior resection. After the bowel was transected, stool was noted inside the abdominal cavity. The staple line was inspected and no staples were noted. The case was completed using sutures. Post operatively the patient recovered well for several days. Subsequently, the patient expired. The surgeon states the patient's death was not related to the case or the malfunction of the device, but secondary to several comorbidities. An autopsy was not performed.